Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Adverse event description: knee revision to address painful left knee arthroplasty with mid flexion instability and recurvatum deformity. Additional information follow-up request medical records indicated the following with respect to the patient's left, non-study total knee arthroplasty. The operative records indicate that the patient had received a left total knee arthroplasty on (B)(6) 2016, to address osteoarthritis. It was noted that the patient was morbidly obese, with a bmi of 47. There were no reported intraoperative or post-operative complications associated with this primary knee arthroplasty. The following products were implanted: j&j sigma cruciate substituting size 3 left femur component (product #: 196040300), j&j sigma modular tibial tray size 2.5 component (product #: 158125000), j&j sigma all poly 3 peg size 35mm oval dome patella component (product #: 960101), and j&j sigma stabilized tibial insert size 2.5, 10mm thick (product #: 158122010). On (B)(6) 2020, patient's left knee was revised to address painful left knee with mid-flexion instability and recurvatum deformity. At this time, the patient was still morbidly obese, as the patient's bmi was now 52. There was no evidence of infection or implant loosening identified. Scar tissue was excised. It was observed that because of the recurvatum deformity (of 15 degrees in full extension), the post of the stabilized insert was impinging on the box of the femoral component, leading to some damage of the polyethylene insert post. A pfc sigma fixed bearing stabilized tibial insert, size 2.5 x 15mm thick was implanted to achieve correction of the recurvatum deformity and the mid-flexion instability. All other products were retained. Patient's surgery was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2020, (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrected h6 patient code: no code available (3191) from the initial medwatch to capture patient harm joint instability

Event description:
Adverse event description: knee revision to address painful left knee arthroplasty with mid flexion instability and recurvatum deformity additional information follow-up request medical records indicated the following with respect to the patient's left, non-study total knee arthroplasty. The operative records indicate that the patient had received a left total knee arthroplasty on (B)(6) 2016, to address osteoarthritis. It was noted that the patient was morbidly obese, with a bmi of 47. There were no reported intraoperative or post-operative complications associated with this primary knee arthroplasty. On (B)(6) 2020, patient's left knee was revised to address painful left knee with mid-flexion instability and recurvatum deformity. At this time, the patient was still morbidly obese, as the patient's bmi was now 52. There was no evidence of infection or implant loosening identified. Scar tissue was excised. It was observed that because of the recurvatum deformity (of 15 degrees in full extension), the post of the stabilized insert was impinging on the box of the femoral component, leading to some damage of the polyethylene insert post. A pfc sigma fixed bearing stabilized tibial insert, size 2.5 x 15mm thick was implanted to achieve correction of the recurvatum deformity and the mid-flexion instability. All other products were retained. Patient's surgery was completed without complications. Doi: (B)(6) 2016 dor: (B)(6) 2020 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.